Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx2 bifurcated and suprarenal were initially implanted. The initial aaa repair went well without incident. The patient returned to the operating room on (B)(6) 2018 for an occluded left limb of the afx2 device. A re-intervention was completed where a balloon expandable stent was placed within the afx2 left limb via an up and over approach from the right side restoring blood flow. It was also noted that a good amount of mural thrombus built up throughout the main body of the afx2 device. The patient was reported to have died due to respiratory failure due to severe copd. The patient had copd upon initial repair.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of left limb occlusion and death. The death was due to acute respiratory failure and occurred two days post intervention. This event is most likely user related due to the left common iliac artery anatomy being outside the indent for use (off-label) per the IFU. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Conclusion code: remove code 11. Method code: remove code 3233.

Event description:
The patient date of death was recorded as (B)(6) 2018 per medical records received.